Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the high flow insufflation unit light-emitting diode (led) on the control panel did not light up. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused by a failure of the front panel unit. However, the root cause was not determined. Olympus will continue to monitor field performance for this device.